Event description:
It was reported that a spectrum pump had no sound from the speaker. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. A defective rear case was determined to be the cause of the condition. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.